Event description:
A customer reported to olympus, the evis exera ii colonovideoscope displayed an incorrect image/no image. There was no report of patient harm associated with this event. The customer reported an incorrect image/no image on (B)(6) 20223. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the light guide lens had foreign material, due to insufficient reprocessing.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of an incorrect image/no image were not confirmed. In addition to evaluation in b5, due to damage on flexibility adjustment ring, water tightness was lost. Due to deformation of grip, water tightness was lost. Forceps channel port had a scratch. The air/water cylinder had discoloration. The suction cylinder had discoloration. The switch box had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. Due to damage on guide pin of electrical connector, water tightness was lost. Due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The plastic distal end cover had a chip. The light guide lens had a chip. The connecting tube had a cut. The universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer stated the event occurred during examination of a gastroscopy procedure, which was completed and there was no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. The customer answered the following question: did you reprocess the endoscope with the correct instruction for use before returning it? The endoscope was reprocessed in the rdg-e (standard reprocessing) as standard, as it showed no signs of leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to mishandling, since we cannot deny the possibility that the foreign material may not have been removed due to imperfection of proper reprocessing. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions (IFU) for use: "IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: vis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) shows how to prevent the event.". Olympus will continue to monitor field performance for this device.